Manufacturer narrative:
Additional information: d4: expiration date, d9, h3, h4, h6 and h11. H4: the lot was manufactured between june 6, 2023 and june 8, 2023. H11: the actual device was received for evaluation with fluid in the bladder. A visual inspection was performed, and it was noted that white drug residue was located at the connectivity of the blue winged luer cap which suggested a small leak may have occurred. The cap was noted to be slightly untightened. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of the leak may be due to a use error by not securely tightening the winged luer cap. The winged luer cap was securely connected and a functional leak test was performed, and no signs of a leak were observed. Based on the sample analysis result, the infusor device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause may be due to an use error by not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the blue winged luer cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked before patient infushion. The blue winged luer cap and filling port cap were observed to have been tightened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.